Event description:
A customer reported receiving an err4 message and battery icon on their freestyle meter. During the course of the investigation on the returned meter, it was confirmed that the meter is exhibiting the memory overwrite malfunction.

Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the adc fa16may2006 letter.